Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported insulin was squirting out during a manual prime. Customer's blood glucose was 106 mg/dl. Troubleshooting found the customer's drive support cap was not damaged. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the prime test due to the loose drive support disk. The pump was received with minor scratches on the display window. The pump also had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a broken belt clip slot.